Manufacturer narrative:
Updated section - describe event or problem. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab) and connecting the fiber optic cable, the console generated a fiber optic sensor failure alarm. The customer attempted to use the iab several times, but the issue continued to occur. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), a fiber optic senor failure occurred once the fiber optic cable was connected to the console. The customer attempted to use the iab several times, but the issue continued to occur. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The inner lumen was observed to be occluded. The occlusion was unable to be cleared. A sensor output test was performed and the sensor was found to be within specification. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).